Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a promontofixation procedure on (B)(6) 2017 and suture was used. During the procedure, the needle pulled off of the thread and fallen in the abdomen of the patient. It has been retrieved immediately. Another thread has been used to finish the procedure. There were no patient consequences.